Event description:
The dressing was applied to a blister on the leg and within 3 hours the whole leg was hot, itchy and started pain. It was swollen as well. As soon as they took it off and put some betadine on it. It was fine.